Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was hospitalized with diabetic ketoacidosis and a severe cold. He stated that he believed the cold led up to high blood glucose. Customer was also having issues with his continuous glucose monitoring sensor giving him readings that were off from his blood glucose. He received a reading of 43 mg/dl while his blood glucose was 169 mg/dl. Customer stated he knew not to treat for low blood glucose based on the sensor reading and turned the sensor off. Troubleshooting was declined. Temporary basal rate was turned off. Nothing further reported.